Manufacturer narrative:
H.6. Investigation: it was performed the DHR of the batch assembled and package, no quality notification was found and only one maintenance record related with this failure about the needle assembly machine was detected. The sample sent by the customer was analyzed and it was possible performing an investigation, confirming the shield damaged defect, and determine the root cause. The foreign matter is not detected in the sample sent, it is not confirmed. The shield damaged defect occurred due to shield assembly failure. H3 other text : see h.10.

Event description:
It was reported that bd eclipse¿ needle had foreign matter in the protector of the needle. The following information was provided by the initial reporter: when opening the package, we notice that there is a deformity (something like molten and with dirt) in the protector of the needle.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle had foreign matter in the protector of the needle. The following information was provided by the initial reporter: when opening the package, we notice that there is a deformity (something like molten and with dirt) in the protector of the needle.